Event description:
Product surveillance was contacted by the home patient (hp) on (B)(6) 2012 regarding a cassette that had two black specs within it. The hp did not use the cassette and discarded it. The hp did not know the lot number and had already started a new box of cassettes. There was no patient injury or medical intervention reported. No further information available at this time.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.